Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, at least one of the 3.2 bone pins that were used in the case broke off the tip.

Manufacturer narrative:
Reported event: during tka case, a 3.2x110mm bone pin sheared in the patient's bone and was left embedded in the bone. No delay of case as the broken pin was discovered after the surgery. No adverse consequences. No harm to patient. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: a review of the device history record could not be completed as a lot number was not reported. However, multiple complaints have been completed for part number 143110 (reference pr numbers (B)(4)). For each of these investigations, the device history record was included in the complaint investigation for lot numbers w41378 and w41378-1. Complaint history review: a review of complaints in (B)(6) could not be completed for this lot as the lot number was not reported. However, a search for complaints involving part number 143110 yielded pr numbers (B)(4) involving this part number for lots w41378 and w41378-1. Tracking of complaints related to the 143110 part number will be tracked through quarterly trend request #789. Conclusions: the mps confirmed the surgeon used the array stabilizers to insert the bone pins per the user guide instructions. As such, this cannot be attributed to technique. Trending will continue for this failure mode through quarterly trend request #789. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was performing a total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, at least one of the 3.2 bone pins that were used in the case broke off the tip.